Event description:
During preparation for a coronary artery bypass graft surgery, one heartstring seal unraveled while loading the seal into the delivery tube. The hospital did not provide any additional information. No patient complications were reported by the hospital.